Event description:
While using a byte night aligners, patient reported that they stopped byte aligner treatment due to them compromising their gum/teeth health. Their dentist and them decided that traditional braces are best. Requested letter of recommendation from patient's dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.